Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, further information was not provided.

Event description:
It was reported that an unspecified chemotherapy drug infused longer than the scheduled 24 hours on an unknown date. The total time extended to approximately 6 extra hours to complete the infusion. There was no patient impact. Although requested, further information was not provided.